Manufacturer narrative:
The device was not returned for investigation. Without the returned device a probable cause is unable to be determined. A device history review DHR lot# 4764633 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Possible lot number: 4764633, exp. Date 03/01/2025, mfg date 03/01/2020. Date returned to manufacturer was inadvertently populated due to system limitations.

Event description:
The event occurred on an unspecified date within the last 4-6 weeks. The event involved a spinning spiros® closed male luer, red cap that the customer reported fluorouracil leaking out of the spiros. The issue was found when the patient came for removal of the pump. The set up was an unspecified tubing set attached to an unspecified pump to an equashield female connector for a needle free connection to the patient. White residue was seen on the spiros and on the patient's arm. The area and the patient's arm was cleaned appropriately. There was no reported impact to the patient and the amount that leaked out was not large. The pump's carrying case was discarded. There was patient involvement, however, no adverse event. This event captures the third of four incidents.